Manufacturer narrative:
The lead was capped, and it will not be returned to perform an analysis. A review of the device history record identified no rejections during manufacture of this lot number. Based on the evaluation results the reported complaint could not be confirmed since it was not returned for evaluation. The investigation is focus on the potential for this failure mode and a review of product documentation. Since the device was not returned, a root cause of the failure could not be determined. No injury is associated with this failure mode. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. A review of the physique and physique j in-process and final inspection for this device indicates that the lead is checked for electrical function. Check electrical dc resistance using multimeter set at normal operation. Record the measurement on the work order. The minimum reading of either the ring to ring or the pin to tip for all lengths is 1.5 ohms. The maximum acceptable resistance values for each lead length. Potential causes of this failure are related to unsatisfactory electrode position or damage to the coating on tip during implant. This type of failure may lead to intermittent or continuous loss of pacing or sensing or less efficient pacing and more frequent battery replacement which may result in a second procedure for repositioning or removal of the lead. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
The customer reported, based upon information received from return product complaint form, this atrial lead was capped due to high pacing threshold. The leads were actively implanted for approximately 10 years, 1 month.